Manufacturer narrative:
(B)(4) the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex biliary stent was used during an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6), 2015. According to the complainant, during the procedure, it was observed that the percuflex biliary stent was bent. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".&#56205;